Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was blocked with a plastic piece completely plugging the pass of the fluid. Functional tests were performed including pressure test and clear passage which revealed a no flow due to a blockage in the tubing. The reported condition was verified. The cause of the condition was due to the occurrence of a material defect during the manufacturing of the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a paclitaxel set. The customer was unable to prime past the filter as there was a blockage noted in the tubing to the filter. This issue was observed during priming prior to patient use. There was no patient involvement. No additional information is available.